Event description:
It was reported that the patient had an intermittent buzzing sensation in the left arm. The device was reprogrammed and the event was seemingly resolved on (B)(6) 2011. The buzzing returned as well as a weakness in the left arm and the device was reprogrammed three times between (B)(6) 2012 with a resolved date of (B)(6) 2012. The arm weakness was temporary, and would last for 5 minutes after turning the dbs system on. Speech changes were reported that were 'likely related to dbs adjustments made.' The event was ongoing, and the patient had the device reprogrammed multiple times between (B)(6) 2011 and (B)(6) 2012, including three times between (B)(6) 2011, and six times between (B)(6) 2012.

Event description:
Additional information received reported that the patient continues to follow up with their healthcare professional multiple times a month for reprogramming due to speech changes. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).